Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope. It was further reported that the right atrial (ra) lead exhibited over-sensing at time of atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.